Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported right side deflation. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Lab analysis summary: visual analysis of the returned device identified: opening, crease flat, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Non penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on anterior assessed as unidentified (tear) opening.